Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-testing, the water does not flow into the line.

Manufacturer narrative:
Two (2) photos were provided for evaluation; picture one shows an l-70 product with its original packaging, picture two shows the junction of the reflux and the y-site. One (1) unit of part number l-70 was received with its original packaging label, in used condition, and decontaminated inside a plastic bag. The sample was visually inspected and revealed an occlusion at the junction of the tubing 8? And the y injection. The root cause can be determined as excess of solvent in connection. The product's history records were reviewed and there were no non-conformances issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(4). Located in sections g.1., please direct those to the following: (B)(4).